Manufacturer narrative:
Section h3: device evaluated by mfg of the initial medwatch report indicates no. Section h3: device evaluated by mfg of the initial medwatch report should indicates yes. Section h3: reason for no evaluation of the initial medwatch report indicates device evaluation anticipated, but not yet begun. Section h3: reason for no evaluation of the initial medwatch report should indicate blank. The main keypad was replaced and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would not respond to any button presses when attempted during patient use. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not respond to any button presses when attempted during patient use. There were no adverse effects to the patient as a result of the reported event.